Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect sodium (na) and chloride (cl) results generated by the unicel dxc 800 synchron clinical systems. The results were reported out of the lab. The original samples were repeated on a different instrument and results were corrected. There was no affect to patient treatment.

Manufacturer narrative:
After low cl results had been noted, the customer replaced the cl electrode. A field service engineer (fse) was dispatched: the fse replaced multiple hardware components and cleaned the cl port and the flow cell. The fse performed calibration and results met published specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.